Event description:
It was reported that the customer passed away due to diabetes, heart failure and respitory. The customer was wearing the insulin pump at the time of death. It was stated that the customer experienced several heart attacks as well. The caller just wanted to stop receiving mail for the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.